Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver data log was downloaded and intermittent antenna icon was observed. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention.